Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The patient was hauling rocks at the time of the shocks. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.